Manufacturer narrative:
(B)(4). The incident generator has been received by tyco healthcare (B)(4) service center and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that during an open liver ablation procedure, the generator was turned on but the 10 countdown did not start and the impedance was displayed as hhh. After the generator was rebooted twice, it was fixed. The procedure started and the first ablation was completed. On the second ablation, the generator alarmed and characters on the display became garbled. Although the generator was rebooted several times, the alarm did not stop. The procedure was completed with another manufacturer's device.